Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed; however, the labels not adhering were placed on top of the bd label. Label lift with the bd unit label was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for label lift with the incident lot was observed; however the labels were not manufactured by bd. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use of the bd vacutainer® barricor¿ plasma blood collection tube the lab labels are separated from barricor tube 5.5ml and 3ml, so roch device cannot process them.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® barricor¿ plasma blood collection tube the lab labels are separated from barricor tube 5.5ml and 3ml, so roch device cannot process them.